Manufacturer narrative:
Method: device not returned. Results: because no device was received back for evaluation, testing and inspection cannot be performed to aid in root cause analysis. Conclusion: it was confirmed that the device was implanted for ~8 months and fusion had not been achieved. It is likely that the physiological loads lead to a fatigue breakage of the screw with lack of fusion contributing to this. However, without the device the root cause of the reported event cannot be determined conclusively.

Event description:
It was reported that on (B)(6) 2014, xia3 surgery (t2-l5) was performed. A few months later screw breakage (l5) was found on (B)(6) 2014. Revision surgery was planned.

Event description:
It was reported that on (B)(6) 2014, xia3 surgery (t2-l5) was performed. A few months later screw breakage (l5) was found on (B)(6) 2014. Revision surgery was planned.